Manufacturer narrative:
Event date is estimated.

Event description:
Patients ipg reportedly reached end of life. Patient underwent ipg surgical replacement. Therapy restored post-op.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life